Event description:
Device report from synthes reports an event in japan as follows: it was reported that on an unknown date, the patient underwent a surgery with the fns implants. After the surgery, osteonecrosis occurred. On (B)(6) 2023, a removal surgery was performed and the fns implants were successfully removed. There was a 30-minute delay in surgery. The patient outcome was reported to be stable. No further information is available. This report involves one unk - nail head elements: fns bolt. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: 510k: this report is for an unknown nail head elements: fns bolt. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.